Event description:
It was reported that this patient received shocks from their implantable cardioverter defibrillator (ICD) device last year while playing a machine in a casino and they were hospitalized for a week. The shocks were believed by the physician to be inappropriate therapy provided due to atrial fibrillation (af) with rapid ventricular response (rvr). Device therapy was exhausted. The device was subsequently reprogrammed by a physician to prevent future inappropriate therapy. The patient had a virtual visit with a different physician approximately six months later and normal device function was observed with no subsequent shocks. The device remains in-service. No additional adverse patient effects were reported. The device was subsequently explanted and replaced for normal battery depletion. The device was returned for analysis.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional medical intervention provided when the patient was hospitalized. If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient received shocks from their implantable cardioverter defibrillator (ICD) device last year while playing a machine in a casino and they were hospitalized for a week. The shocks were believed by the physician to be inappropriate therapy provided due to atrial fibrillation (af) with rapid ventricular response (rvr). Device therapy was exhausted. The device was subsequently reprogrammed by a physician to prevent future inappropriate therapy. The patient had a virtual visit with a different physician approximately six months later and normal device function was observed with no subsequent shocks. The device remains in-service. No additional adverse patient effects were reported.